Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient reported a rash under her breasts. The patient reported that she was prescribed econazole cream. During a follow up, the patient reported that rash was improving and nearly gone.